Event description:
It was reported that an alpine stent delivery system (sds) was prepped without noted issue. The sds was advanced to the left anterior descending (lad) coronary artery lesion and the stent deployment mechanisms were performed. The delivery system was removed without issue. Per angiography, a stent was not seen at the lad lesion. The stent was then noted with the stylet, in the protective sheath still in the coil dispenser. Another alpine stent was implanted successfully. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for dislodged or dislocated from this lot. Based on the reviewed information, no product deficiency was identified.